Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured in the lesion area. However, it was further reported that the device was simply pulled out from the patient's body. No patient complications were reported. Patient condition was good post procedure.